Manufacturer narrative:
The information provided about the incident date with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement. Device error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 on keypad assembly. Monitored unit for 2 days, no device heating noted. No unexpected alarms noted during testing. No damage on electronic assemblies noted. Peeled off keypad overlay and no damage noted on keypad traces. No battery or power anomalies noted during testing. Device received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. Customer stated that they performed self-test and it did not passed. Customer also stated that insulin pump received failed battery alarm and the contact of battery cap were damaged. Customer stated that battery compartment part was overheated. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.